Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump software was not delivering basal deliveries; cause was not known. Customer's blood glucose was 540-541 mg/dl with a ketone level of 10-11 mg/dl. Reportedly, the customer administered a manual injection to address bg level. No additional patient or event information was available.